Event description:
It was reported that during a six-month follow-up for a clinical trial pt, 74% restenosis was found inside the penta stent. The stent was originally implanted in 2004. Medical intervention was performed to treat the restenosis.